Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump was alarming or beeping. The patient stated the fill was to be (B)(6) 2017 but was not filled as the doctor was not available. The patient missed a scheduled refill, her doctor had closed his office and no one could find him. The patient had a new doctor that she was to see in (B)(6) 2017. The patient was to call the doctor and let them know the pump was currently alarming. The patient stated she was in pain and managing her symptoms with oral percocet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 9 mcg/ml fentanyl at a dose of 180mcg and bupivacaine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported that the patient inquired about needing a managing healthcare provider (hcp) for her pain pump. The patient stated that she would never see her previous pump manager again as he ¿grossly mismanaged¿ the pump. The patient clarified the statement to mean that she was told when she arrived at a different hcp¿s office as a new patient that her intrathecal (it) prescription of fentanyl was way too high. The hcp told the patient they needed to drastically reduce the dose per day and so that was what they did over time. The hcp titrated down carefully and the patient experienced withdrawal, but they were better now and not on nearly as high of a dose. The patient was just trying to find a manager of the pump as the patient¿s hcp told the patient that they needed to find a pain manager doctor to manage the pump. The hcp was going to evaluate the patient this week (as of (B)(6) 2017) for a possible granuloma. The dose had been much higher before the hcp started managing her. The patient stated she had more pain, some tingling/numbness (unspecified), and some tenderness around the pump site. The patient¿s next appointment was (B)(6) 2017. The patient¿s next refill date according to the personal therapy manager (ptm) was (B)(6) 2017. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Tests would be performed on (B)(6) 2017 regarding the suspected granuloma. The representative told the patient that for any clinic to accept her as a pump patient, she would need a referral from her primary care doctor and records from her last pump manager. The issue was not resolved at the time of the report and the patient status was alive with no injury. The representative had no idea how much the patient really understood about her care, but seemed competent enough on the phone and didn't seem to be in distress or as if she had lost any function at all. The patient told the representative that she also had another back surgery last year and had experienced these symptoms since then. The patient wasn't sure the numbness and tingling wasn't from this other back surgery. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient¿s weight and medical history were asked and would not be made available. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-19 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-19 from the consumer. It was reported that the cause of the patient's pump alarm was the reservoir had run dry. The patient reported that they had seen an hcp who would be overseeing the care of the patient's pump. The patient's pump would have the new meds injected on (B)(6)2017 when the pump alarming/beeping would be rectified. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-14. The representative did not know when the patient first started to experience the possible granuloma and the dose was too high. The representative¿s understanding of the statement that the dose was way too high was the patient was told by her managing healthcare provider (hcp) that her current pump dose when he inherited her as a patient was too high, so they proceeded to slowly decrease it. The representative had no information on the results of the tests performed. They did not know what actions/interventions were taken. They had no new information pertaining to the cause of the pain, tingling/numbness, and tenderness around the pump site. They did not know if the symptoms had been resolved or if the back surgery was related to the device or therapy. The representative had no new information and did not know the hcp or the patient. The representative had only spoken to the patient on the phone.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-24 from the consumer reported that a month ago, she spoke with the manufacturer and was given physician information to help her find a new managing doctor for her pump. Back in 2016, her previous physician was no longer going to be her doctor. The patient said she wanted to contact the representative because her refill date was (B)(6)2017; the patient confirmed with her personal therapy manager (ptm). The patient stated she wasn¿t using her pump because she was afraid it was dry. On the day of the call, the patient noticed the ptm was dead. The patient put new batteries into her ptm while on the phone and was able to give herself a bolus. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The patient stated she wanted help finding a physician in her area that handles her pump. No patient symptoms were reported. The patient first said the event occurred several months ago, then changed it to 3-4 months ago. The patient did not currently have an hcp as her previous hcp was retired. Additional information received that same day from the representative reported via email that they had spoken with the patient several times about a physician at her old physician¿s office that was filling pumps. The patient needed to call back there and make an appointment according to the representative. There was nobody in (B)(6) that wanted to accept the patient that the representative could find.